Event description:
The patient was experiencing a malfunctioning pd catheter and was sent to radiological intervention on (B)(6) 2026 for an assessment. They attempted to manipulate the pd catheter without success. The pd catheter was then pulled and replaced with a new pd catheter on that same day. The patient went without dialysis treatment for three days after the new pd catheter was placed. On (B)(6) 2026 the patient was seen in the pd clinic. The patient reported abdominal pain and pain when attempting to drain. The clinic filled the patient and sent him home to drain. The patient returned to the clinic on (B)(6) 2026. The abdominal pain was worse. The patient was administered heparin. The pd effluent was cloudy. A pd culture was obtained, and the patient was diagnosed with peritonitis. The patient was sent back to radiological intervention to have a chest catheter placed. The patient had the pd catheter pulled. The patient transitioned to hemodialysis (hd). Patient code:1685; 1994; 2252. Device code: 4001; 3005. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference report: mw5189735.